Event description:
A malfunction was reported on the pump by the caller. The issue caused the customer's blood glucose level to reach 503 mg/dl. The customer addressed the high blood glucose by taking a correction injection using multiple daily injections and did not require assistance from a third party. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if any further issues occurred.